Event description:
Medtronic received a report that there was resistance and kinking in the phenom shaft center. The patient was undergoing cerebrovascular surgery thrombectomy for acute cerebral infarction (ais). It was noted the patient's vessel tortuosity was moderate. The access vessel was the inner diameter artery with a 5mm diameter. It was reported that the phenom was inserted into the guiding catheter to be used for the ais thrombi removal procedure. However, the wire did not move smoothly when guiding to the lesion, so it was once pulled back externally. The catheter was checked visually and it was noticed that the catheter kinked. This was in the middle of delivery, so there were no events for the patient. The reported device and any accessory devices were prepared and the catheter was flushed as indicated in the instructions for use (IFU). No patient symptoms or complications were associated with this event.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received reported the procedure was completed after the device was replaced with another company's product. The cause of the resistance and kink was not determined. Ancillary device: guidewire asahi intecc/chikai14.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.